Event description:
It was reported that the temp sensing catheter temperature display did not change from 29.3 degrees. Once the catheter was replaced the temperature was reading correctly.

Manufacturer narrative:
The evaluation found that the returned sample met specification. The observed reading was normal on the returned sample. The catheter was dissected and the wire was noted to be in good condition. The exact time of how and when problem occurred could not be determined. However, there are in-process controls designed to minimize defects from getting into the field that include a 100% of continuity test and 100% of criticore test performed in the facility prior to shipping. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 2) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 3) do not wet the lead wire and the junction with extension cable. 4) this device is compatible only with monitors requiring ysi 400-series type temperature probes."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temp sensing catheter temperature display did not change from 29.3 degrees. Once the catheter was replaced the temperature was reading correctly.